Event description:
Pt underwent cataract surgery in 2001, and implantation of a staar model aq-2010v intraocular lens in the left eye. During the loading process the lens was kinked inside the cartridge, usually this occurs during a loading error. The lens went into the eye and tore the capsule. The lens was removed, an anterior vitrectomy was performed and another lens was implanted. Preop va was 20/60, intraocular pressure was 18mmhg. Pod1 va was 20/100 and intraocular pressure was 32mmhg. Pod6 va was 20/50+ and intraocular pressure was 10mmhg. Prognosis is "pt is improving and will return for final postop exam." Pre-existing conditions include suspect glaucoma.